Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges meter is reading in mmol/l instead of mg/dl. Caller reported meter was purchased at local pharmacy and that the back of the meter states the meter should read in mmol.l and provides a toll free phone number. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
An internal investigation showed that the meter was shipped to the correct market, and later diverted to the us market after it left roche control.